Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was unknown. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The customer was advised to that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected failed battery tube threads. (B)(4).